Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and blood glucose at 700 mg/dl that went up to 1275 mg/dl. The customer also suffered from flu due to getting sick from hunting and camping in cold weather of 5 degrees fahrenheit. The customer stated that prior to the hospitalization he had received the change sensor alert and was vomiting. The customer stated that he was unable to get up from the couch and was dehydrated. The customer also experienced diabetic ketoacidosis as well as high white blood cell count. The customer's kidneys were also about to shut down. The customer was treated with an intravenous insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Please see medwatch 3004209178-2015-89215.